Event description:
It is reported that the preloaded intraocular lens (iol) was fully inserted and subsequently removed. The surgeon intended to utilize a three-piece iol, but it is uncertain which lens was ultimately used for completion. No injury or intervention was required. No further information was provided.

Manufacturer narrative:
Section a5, a6: unknown/ asked but not available. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section h3: the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.